Event description:
It was reported that the patient presented for a follow-up in clinic. Device interrogation revealed that the right ventricular lead exhibited over-sensed noise that was reproduced with arm movement. There was no intervention was made. The patient was stable.